Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for unrelated health reasons, an alert for non-sustained rv oversensing caused by myopotential oversensing was observed. Programming changes were made. The device remains implanted.